Manufacturer narrative:
This follow-up report is being filed to relay corrected product identification.

Event description:
It was reported a patient underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient's right hip was revised on (B)(6) 2011 due to multiple dislocations.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8. Dislocation and subluxation due to inadequate fixation and improper positioning. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-00927 / 00928).